Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. External and internal inspections were performed and the device passed. Temperature confirmation testing found the temperatures to be within specification. The device was able to power up with no issues. A review of the event history log of the device found nothing related to the reported issue. The door assembly was inspected and found deteriorated piston foam. The cause of the reported issue was determined to be the deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.